Event description:
Additional information received from the physician/author provided the patient demographics (male, (B)(6)), and stated that the transcatheter valve implanted into the previously implanted valve may have been too large.

Manufacturer narrative:
Citation: wrinkles, folds and calcifications: reduced durability after transcatheter aortic valve-in-valve replacement. J thorac cardiovasc surg. 2017 feb;153(2):266-268. Doi: 10.1016/j.jtcvs.2016.08.018. Epub 2016 aug 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a valve-in-valve implant of a medtronic 23-mm corevalve bioprosthetic valve (serial number not provided) inside of a non-medtronic bioprosthetic valve. Three years following the valve-in-valve implant, the patient (no gender, age or weight provided) was noted with severe aortic valve stenosis, and both valves were subsequently explanted. Post-procedural examination of the corevalve revealed wrinkled pericardium at the outflow aspect and inflow aspect of the prosthesis, an ovalized, noncircular cross-sectional profile, and deep folds at each leaflet indicating incomplete prosthesis expansion. Radiographic examination demonstrated multiple vegetative calcifications at all leaflets at the inflowside and in 2 of 3 leaflets at the outflow side. Altered collagen bundles, a bubbly tissue texture, and pericardial delamination were associated with leaflet folds and may represent early stages of bioprosthetic degeneration. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.